Event description:
The customer reported that she had to press hard the up button, and the belt clip kept coming off, but she glued into her insulin pump. Troubleshooting was performed, and the buttons were responding. The drive support cap appears to be normal. The caller stated that there is a crack on the top left corner. During the call, the customer mentioned that she had a hypoglycemic episode of 30mg/dl and was taken to the hospital a few months ago. The caller believes the admission was related to her pregnancy. The customer stated that she passed out and her husband found her on the floor. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the buttons were unresponsive due to corroded keypad traces. No button error alarms noted. Further testing could not be performed due to the buttons anomaly. The device had cracked case window display corners, broken reservoir tube lip, broken belt clip slot, and glue marks on belt clip slot.